Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose after a supply change and completed a site-only change with a contact detach steel infusion set, with no abnormalities noted at the site. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included user interview and troubleshooting guidance to perform a fingerstick and assess the infusion site. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear and no device component damage or failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence and unclear etiology. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.